Event description:
It was reported that uponn flushing leakage was noted at insertion site. On PICC removal, fracture noted at 11cm mark.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed and was determined to be use related. One 4 fr single lumen powerpicc solo catheter was returned for evaluation. An initial visual observation showed use residue on the returned sample. Three circumferential splits were observed in the catheter near the 7 cm, 10 cm, and 11 cm depth markers. The depth markers from 0 cm to 11 cm were observed to be worn and faded. A microscopic observation revealed the edges of the splits were rough and mostly straight with an uneven and granular surface texture. A small amount of whitening of the catheter material was observed at the corners of each of the splits, and longitudinal splitting was observed at one or both corners of each of the splits. The surface of the catheter material was observed to be less lustrous leading up to the edges of the splits. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of redn2070 showed two other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that uponn flushing leakage was noted at insertion site. On PICC removal, fracture noted at 11 cm mark